Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's scs implant procedure the physician was unable to implant the scs lead, physician was only able to implant the ipg. This required the patient to undergo additional surgery on (B)(6) 2019 in which a new lead was successfully implanted. Effective therapy was restored post procedure.

Manufacturer narrative:
It was reported that the physician believed the patient was not implanted with a lead. The patient was implanted with a penta lead. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.